Event description:
The customer's blood glucose reading was 23mg/dl on a hospital meter. She re-tested on the contour and the reading was 103mg/dl. She did not experience hypoglycemic symptoms, and stated she does not necessarily experience hypoglycemia when her blood glucose is low. Treatment was not discussed.the difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.the customer was advised to return the test strips for evaluation.replacement test strips and new meter were sent to the customer.